Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the extraction procedure for the left ventricular (lv) lead this rv lead was damaged. This lead was explanted and successfully repalced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the extraction procedure for the left ventricular (lv) lead this rv lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported additional information was received, the clinic wanted recommendations for post traumatic stress disorder. No additional adverse patient effects were reported. Additional information was received this lead was fractured and the pace impedance measurements were high out of range greater than 3000 ohms. The procedure coupled with shocks received in the past. As a result of this patient stated they are extremely anxious and stressed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the extraction procedure for the left ventricular (lv) lead this rv lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments, severed approximately 79 mm from the terminal end. Insulation abrasion was observed approximately 62-73 mm from the tip end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, and x-ray analysis did not reveal abnormalities in the returned lead segments. Laboratory analysis confirmed that the insulation damage was consistent with abrasion, which is considered a design issue when it occurs during normal use. The reported high impedance measurements were not likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, during the extraction procedure for the left ventricular (lv) lead this rv lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported additional information was received, the clinic wanted recommendations for post traumatic stress disorder. No additional adverse patient effects were reported. Additional information was received this lead was fractured and the pace impedance measurements were high out of range greater than 3000 ohms. The procedure coupled with shocks received in the past. As a result of this patient stated they are extremely anxious and stressed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.